Event description:
On 7/22/24 a beta bionics clinical diabetes specialist (cds) was made aware that an ilet user experienced a low blood glucose (bg) event resulting in hospitalization. The event occurred on (B)(6) 2024. On (B)(6) 2024 the user's wife was out of town when the user was found by their grandson in the kitchen, incoherent and covered in blood, holding a chair over the stove. Paramedics were called, and the user was taken to the emergency room with a blood glucose level of 120 mg/dl. The user was placed on a 48-hour hold for a possible suicide attempt, but this was rescinded when the wife returned home on (B)(6) 2024 and picked him up from the hospital. The wife believes the user experienced a low blood glucose level, fell, and then attempted to cook something to eat, which led to the incident. Several CT scans performed at the hospital were normal, but the user did not return to his "usual self" until (B)(6) 2024. The user restarted the ilet pump on (B)(6) 2024. The wife suspects that the user may have accidentally taken their other medications twice, contributing to the event.

Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirms hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. Cgm glucose had been above range for several hours prior to the hypoglycemic event. During this period of time, a usual lunch and a usual dinner were announced. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on case notes and device data, the ilet operated as intended. This hypoglycemic event was possibly caused by the user overestimating the carbohydrate content of their meal, resulting in an excess of insulin relative to their need. It may also be that the meal announcement dose was given in an attempt to correct hyperglycemia instead of for a meal. In addition, the user's other medical conditions may have played a role in this event. The user received appropriate re-education upon restarting the ilet.